Event description:
It was reported that the ivtm thermogard xp console did not cool the patient. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Thermogard xp ivtm system s/n (B)(4) was evaluated at the customer's site. Visual inspection of the system found the air filter and air trap to be dirty. A review of the event log was performed and found no errors or anomalies. Patient data was not provided to zoll. The system underwent and passed initial functional testing. The system was turned on/off with no problems and no errors or anomalies were exhibited. No parts were replaced to remedy the customer's reported complaint. Additional work completed not related to the reported complaint to ensure that the ivtm system is functioning without issues: the air filter and air trap were cleaned. The system under went and passed all final functional testing. The customer's reported complaint of the system not cooling the patient could not be confirmed, as the patient data was not provided, the system functioned as intended during initial and final functional testing and there were no errors or anomalies noted in the event log.